Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the 4.0 x 18 mm promus stent was implanted in the mid left anterior descending artery. The patient was discharged on (B)(6) 2010. On (B)(6) 2012, the patient presented with ischemic symptoms lasting more than 10 minutes. A cardiac enzyme test was performed and the patient was diagnosed as having had a myocardial infarction. There was no reported treatment. No additional information was provided.